Manufacturer narrative:
The device was returned for analysis. The reported failure to deflate was not confirmed as the device deflated to a flat balloon with no anomalies observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience xpedition stent delivery system (sds) was prepped 100% contrast. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use lists 60% contrast diluted 1:1 with normal saline for device preparation. Additionally, prepare an inflation device/syringe with diluted contrast medium. In this case, it appears the instruction for use (IFU) deviation related to incorrect contrast dilution contributed to the reported failure to deflate. Additionally, an abbott vascular clinical specialist reviewed the returned cine and indicated that the reported preparation of the device with 100% contrast is contrary to the IFU and a probable cause for the slow / poor balloon deflation. Contrast is a highly viscous liquid with temperature sensitive that, as the fluid cools, can increase the viscosity. The combination of 100% contrast vs. A 1:1 mix as well as the potential for temperature increasing the viscosity could lead to delayed / poor deflation time. The investigation determined the reported difficulties appear to be related to the reported instructions for use deviation of prepping with 100% contrast which likely caused the reported failure to deflate. The return evaluation was unable to duplicate the reported failure to deflate; however, slow deflation was noted during the first of three deflation attempts likely due to 100% contrast still in the inflation lumen. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code (B)(4): incorrect prep.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. A xience xpedition stent delivery system (sds) was advanced to the lesion and deployed using, 100% contrast, at nominal pressure but the stent balloon completely failed to deflate. The sds was removed without deflating, but it took over 2 minutes to remove the sds. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.